Manufacturer narrative:
Unit received with loose/protruded drive support disk. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip were noted.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was sticking out. Customer's blood glucose level was 286 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.